Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient couldn't communicate with their device. The patient was in for an MRI that was not related to the device, and couldn't communicate with the ins. The patient stated that the last time they had charged the device was 2-3 years ago, as it was not helping with their symptoms. The patient was in overdischarge. A rep was contacted to retrieve the device from over discharge as the MRI facility would not take an image until they could confirm the device was off. The rep attempted to do a physician mode recharge, but could not recover the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.